Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed; analysis revealed a breach due to a depression in the outer insulation.

Event description:
It was reported that the patient experienced fatigue. It was noted that both the right ventricular (rv) lead and right atrial (ra) lead exhibited noise due to suspected crush. Also, the right ventricular (rv) lead exhibited a high sensing integrity counter (sic) and inhibition of rv pacing. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.